Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Lead remains implanted and patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.